Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 100% stenosed de novo lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). The 15mm x 2.75mm nc quantum apex balloon catheter was advanced to pre dilate the target lesion. The balloon was inflated three times to 20 atms and during the third inflation a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.